Event description:
Customer reported that the end user experienced a fluid/pressure leak on a 8fen tracheostomy tube while in use. It was reported that the end user could not identify the source of the leak. There was no pt harm reported.

Manufacturer narrative:
Nellcor has requested further info regarding this report from the end user. No response has been received.